Manufacturer narrative:
Concomitant products: 4068-58 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance. The lead was programmed off. No patient complications have been reported as a result of this event.